Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose and dka. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was 1165 mg/dl. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.